Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6) hospital. (B)(4). Device evaluated by MFR: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the device¿s markerbands which could have contributed to the complaint incident. An examination of the device identified traces of blood within the shaft and balloon which is evidence of a device leak. A microscopic examination of the extrusion shaft identified a pinhole located approximately just proximal of the proximal balloon bond. Further microscopic examination of the distal extrusion identified a severe kink at the site of the pinhole. Multiple kinks were also noted along the entire length of the distal extrusion. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no issue with the hypotube which could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-mar-2018. It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a pinhole was located approximately just proximal of the proximal balloon bond.